Manufacturer narrative:
Correct outcome code for pli40. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger analysis of the [recharger], model [97755], s/n (B)(6) found electrical failure - no device found. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are unable to charge their implant and were seeing a message that the controller battery is dead, but the controller was at 40%. Patient stated the controller screen had frozen on battery empty recharge the controller and they had to reset the controller but could not get it "unfrozen.' Patient added that they had to fidget for 45-60 minutes to get it to locate the implant. Patient confirmed no visible damage to the recharger, controller port, battery compartment pins, or battery pack. Patient connected the recharger and reported no device found. Patient tapped recharge and passive recharge mode (prm) displayed with 90-91-91. After several minutes, battery empty cannot continue recharge the controller displayed. Patient plugged controller into ac power supply and confirmed green flashing light with controller and implant both at 40%. Agent had patient remove battery pack and plug empty controller into ac power supply; patient reported screen powered on. Patient reinserted the bp and reported green light flashing with batteries screen displayed showing controller and implant both at 40% and controller recharging. The issue was not resolved through troubleshooting. Due to the nature of issues patient has been experiencing, agent sent requests to repair for replacement controller and battery pack. Patient inquired as to reprogramming appointment. Agent reviewed role of representative and provided patient with nas number for healthcare provider office to call if needed. Patient commented they don't know the device is working well until the battery depletes and then they know because the pain is so intense. Patient called back in and stated that the cord that meets the paddle was heating up after they received their controller replacement. Agent sent a request to repair to replace the recharger.